Manufacturer narrative:
The hill-rom technician inspected the sling bar and found that the bolt was bent and the locking pin was sheared off. In the instruction guide, 7en150104-05 for uno 102 ee, it is stated under safety instructions: before lifting, always make sure that: - the lifting accessories are not damaged. - the lifting accessory hangs vertically and can move freely. And under operations it is stated: lift correctly! Before each lift, make sure that: ¿ the sling loops at opposite sides of the sling are at the same height. ¿ all the sling loops are fastened securely in to the sling bar hooks. ¿ the sling bar is level during the lift. If sling bar is not level, lower the user to a firm surface and adjust according to the sling in use instruction guide. An improper lift can be uncomfortable for the user and cause damage to the lift equipment! A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account reported they will not repair the lift and will scrap the lift due to its age. Hill-rom has requested the return of the sling bar and attachments for investigation, but they have not been returned at the time of this report. If the parts are returned and any additional relevant information is identified following completion of the additional investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the sling bar center bolt locking pin sheared off while lifting a patient. The patient fell to the floor. The patient was transferred to the hospital and no injuries were found during their examination. The lift was located in the patient room at the account. This report was filed int our complaint handling system as complaint (B)(4).